Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. Immediately after the procedure was completed, it was noted that the patient had sustained a burn. It was only on the outside, near the introitis. It was not severe, and did not blister. There was a red indentation approximately 1 centimeter in diameter. The shaft of the device did not feel warm to the touch during the procedure. It was reported that something may have been applied to the burn site. Currently, the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that topical bacitracin was applied to the first degree burn. There was no infection.